Event description:
Joint between tubing port and sahara canister was found broken. The tubing was lying on the floor. Standard am chest x-ray done minutes prior to incident. Pt had pneumothorax that was resolved by changing sahara.